Event description:
A malfunction was reported on the pump, but no significant events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the customer was instructed to continue using the pump and to contact support if the problem reoccurred.